Manufacturer narrative:
The patient's age and weight were not provided. (B)(4). Approximate age of device ¿ 1 year and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stoppage alarm occurred while the patient was supported by a non-grounded patient cable, batteries, and the power module. The patient confirmed that the pump stoppage events occurred when attempting to move their torso. An examination of the percutaneous lead (driveline) was performed and no issues could be found; however, when connected to a grounded patient cable, pump stoppage alarms occurred. Two incisions were made in the driveline to examine further and evidence of fluid contamination within the bionate of the driveline close to the driveline exit site was found. The patient was asymptomatic. The patient underwent a pump exchange on (B)(6) 2018 and the patient is doing well. No further information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed based on the evaluation of heartmate ii lvad. Electrical continuity testing of the 13¿ pump end portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires multiple breaches in all 6 wires in what would be between 1.5" and 3" from the pump housing, near the terminus of the pump end bend relief. The conductors of all of the wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of all 6 wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or the ungrounded patient cable. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.